Event description:
A customer reported a low reading issue with the adc device. The customer reported a sensor reading of 'lo' (< 40 mg/dl) and was advised to self-treat with honey by their healthcare provider. The customer reported that "everything went dark" and paramedics were called. The customer's glucose was checked and customer treated with insulin (dose/type unknown). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.